Manufacturer narrative:
Eval is in progress but not yet concluded.

Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, high leakage current was found, over 100ua. Since the event occurred during preventative maintenance, there was no pt involvement.